Event description:
It was reported that this left ventricular (lv) lead exhibited a gradual increase in pacing impedances, reaching high out-of-range measurements above 2000 ohms. Additionally, a lead safety switch (lss) was activated, switching from bipolar to unipolar mode due to the elevated impedances. Technical services (ts) reviewed the event, recommended testing alternative lv vectors, and provided reprogramming options. No adverse patient effects were reported. This lv lead remains in service.